Event description:
Same event as MFR reports numbers: 3005188751-2012-00183, 3005188751-2012-00184, 2030404-2012-00194. It was reported during an atrial fibrillation/atrial flutter ablation procedure, a pericardial effusion occurred. After gaining access into the right atrium, the physician positioned the inquiry steerable decapolar diagnostic catheter into the coronary sinus (cs). The non-sjm ablation catheter was placed on the cavotricuspid isthmus to entrain. After performing 10 lesions involving the isthmus, posterior septum, and lateral wall, the physician noted that the left atrium also seemed to be involved. The inquiry steerable catheter was removed and the view flex plus catheter was placed to guide transseptal access. The physician obtained a single transseptal access using a fast cath introducer and brk transseptal needle. A reflexion spiral mapping catheter was advanced through the fast cath introducer into the left atrium, the non-sjm ablation catheter was advanced into the left atrium, and the inquiry steerable catheter was reinserted into the cs. This catheter was repositioned multiple times due to the pt's anatomy. The spiral catheter was then used to create geometry, moving smoothly. The pt's blood pressure dropped and a small pericardial effusion was noted on the echocardiogram. Due to the small size of the effusion, no pericardiocentesis was performed. The pt left the room in stable condition and the effusion was gone by (B)(6) 2012, as noted on a repeat echocardiogram.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from the review, a supplemental medwatch will be filed.